Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was 404 mg/dl. Customer was advised to insert new energizer aaa alkaline battery and monitor pump. Customer declined to troubleshoot for the low battery. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 404 mg/dl. The customer was treated for high blood glucose with bolus. Customer declined to troubleshoot for high blood glucose because she does not feel well.